Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture-battery compartment and behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(6) 2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. The battery compartment was observed to be cracked. The pump case was observed to be cracked. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Evaluation revealed that all of the keypad buttons were properly responsive: the reported keypad issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump failed a leak test due to pump case and battery compartment leaks. The pump case was removed, and evidence of moisture ingress was found near the keypad flex connector and on the printed circuit board. The reported moisture ingress issue was confirmed during the analysis. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.